Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# , implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis of the catheter (sn (B)(4)) found no significant anomaly. The catheter met acceptable testing, but was returned in complete in segments.

Event description:
It was reported an occlusion was found in the spinal segment (distal) of the catheter. A dye study was performed. The catheter was explanted and replaced. It was noted the pump broke through the skin near the incision. The pump was explanted and replaced at the same procedure as the catheter revision. The pump was used to deliver gablofen (baclofen). It was further reported the catheter issue was identified when the clinician could not aspirate from the cap (catheter access port). The issues were considered resolved after the replacement. It was further reported the patient was seen on (B)(6) 2014 and the skin was "then over pump". On (B)(6) 2014, the "wound at pump open" and the patient was admitted to the hospital. Three days later, the pump was moved to the other side of the and the catheter was replaced due to "no flow". It was noted the wound culture contained a mixture of three or more organisms. The patient had clonus, "but seemed at baseline". Prior to revision, the patient had their pump rate increased twice. After the replacement, the pump rate was decreased and the patient was "doing much better" with improved symptoms. It was noted the occlusion was discovered during pump surgery. The patient recovered without permanent impairment.